Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: no external power alarms due to wire fatigue. Disconnecting from external power has a risk for serious injury and/or death. The mobile power unit patient cable was evaluated after being returned to abbott for an unknown reason. The patient cable was connected to a test mpu, test system controller, and mock loop. Manipulation of the cable caused a no external power alarm to become active on the system controller. Insulation testing was performed and a short to shield with the gray underlying wire (rsoc) was observed upon the manipulation of the cable. Resistance testing revealed fluctuating values on the gray wire while manipulating the cable. The cause of the no external power alarms was isolated to wire fatigue within the cable. No further testing was performed. The device history records were unable to be reviewed due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) patient cable was returned for an unknown reason. It was stated that the mpu patient cable would only return if a patient was involved in the event.

Manufacturer narrative:
Section b3: the event date was estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.